Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test for intermittency was performed and the test passed. A review of the downloaded receiver log found firmware errors related to the customer complaint. The reported event of an intermittent audio output not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output and an adverse event on (B)(6) 2016. The patient stated that while they were sleeping they experienced high blood glucose and did not hear an alarm from the receiver. The patient's mother provided the patient with an insulin injection. At the time of contact, the patient was healthy. Additionally, the patient tested the receiver's high and low alarms and both worked properly. No additional event or patient information was provided.